Event description:
It was reported that during a routine device change out for normal eri, externalized conductor was observed on fluoroscopy. No electrical anomalies were detected. Lead was explanted. Patient is doing well.

Manufacturer narrative:
.